Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The caller also stated that the device was stuck in the prime loop. The blood glucose reading was 405mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a slanted/loose drive support disk. Unable to confirm the alarm. The device had cracked display window and cracked case at the display window corner.